Event description:
It was reported that a patient with an 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years and 2 months due to severe stenosis. The patient presented with class iii heart failure. The tavr was performed with a 20mm 9755rsl transcatheter valve. The patient was transported to post anesthesia care unit in stable condition. Patient discharged on pod#6. Per medical records, the patient presented with class iii heart failure and underwent a successful tavr utilizing an 20mm 9755rsl transcatheter valve. There were no complications noted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a1, a2, a3a., b4, b5, b7, d1, d2a., d4 (model number, serial number, expiration date, primary unique device identification number) d6, g3, g4 (PMA), g6, h2, h4, h6 (clinical code, device code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including coronary artery disease (cad), hyperlipidemia (hld). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (component code).

Event description:
It was reported that a patient with an edwards' aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tavr was performed with a 26mm 9755rsl transcatheter valve. The procedure was successful.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.